Manufacturer narrative:
Zimvie received one (1) tsvt6b11, (imp,tsv,6.0,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. Implant fracture identified at the collar. The implant was also seen damaged around the external threads, likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1235347. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1235347 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is patient conditions (patient accident, or injury). Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up," h2: checked follow-up type, h3: changed "no" to "yes," h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #19 was removed due to fractured implant. Patient fell on his face (unsure of date of injury) and followed up with his dentist on (B)(6) 2024. Dds determined implant to be fractured and sent him to clinician for implant removal. Clinician evaluated and agreed implant was fractured and required removal. Patient would require implant crown to be removed prior to surgery, so we scheduled the appointment for (B)(6) 22024. It was noted after exposure of implant, that an approx. 1mm thick portion of the collar had fractured off the body of the implant. Site was grafted with 1cc allograft to prepare for future redo of implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.